Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited noise, oversensing, pacing inhibition, and high out of range pace impedance measurements and the impedance had been slowly rising since (B)(6) 2016. The lead was capped on (B)(6) 2017 and replaced. No adverse patient events were reported.